Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, device locked while using opcab implementation acrobat-I stabilizer, but a phenomenon that was not fixed occurred (failed to lock). Tried again several times, but the same symptom occurred, the operation was completed using the same product and a new product, there was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/17/2023. A photograph and video was provided by the account. A video review was conducted. Signs of clinical use and evidence of blood was observed. The knob of the device was rotated and it continued to rotate without stopping. Clicking was heard as the rotation of the knob was occurring. No other visual defects were observed. A photographic evaluation of the photograph was provided. The product information was observed. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the returned device. A mechanical evaluation was conducted. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not tightened the arm. When the locking lever was locked, the device was able to be locked on the reference retractor. Based on the returned condition of the device, the reported failure "positioning problem" was confirmed. The lot # 3000285664 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.